Event description:
A distributor returned electrode pack sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Device eval: device eval of battery pack sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation, the battery pack was unable to power on a monitor or recharged. The battery was excessively discharged (1.16v). The root cause for the excessive discharge was isolated to defective battery cells. No adverse event resulted from the defective battery pack.